Event description:
Following a catheterization procedure (type unknown), an angio-seal device was deployed; however, hemostasis was not achieved with the device. Sometime later, the pt complained of a cold foot. An exam found that the pt had no recognizable distal pulses. The pt was taken to the operating room, where intra-arterial collagen was found. A 3 cm area of the artery was removed and a graft was placed. An rn observing the angio-seal device deployment reported that the inserting physician did not maintain adequate tension on the suture during the deployment sequence; therefore, this device was not deployed in accordance with the instructions for use.